Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information received from the customer indicated that continuous flush was maintained throughout the procedure. The product expiry date was found to be out of date at the time of the procedure. The expirty date was the 30 jun 2020 and the procedure was reported to have taken place on the (B)(6) 2020. The dfu states not to use expired devices. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the as reported. Device was not returned for evaluation.

Event description:
It was reported that during the procedure the coil (subject device) was detached prematurely in the catheter. The procedure was completed successfully. The patients medical condition was good. There were no clinical consequences to the patient.

Event description:
It was reported that during the procedure the coil (subject device) was detached prematurely in the catheter. The procedure was completed successfully. The patients medical condition was good. There were no clinical consequences to the patient.